Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient was still unable to charge properly, it was noted they had been seen in the office the day of the report. It was noted the device was palpable on the skin. The recommendation from the rep was to get the external equipment replaced to see if the issue resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was first received 11/30/20 from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysf unction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient reported seeing 1707 error code while charging. They stated they dismiss the code and try to start a charging session, but the handset displays 'recharger is inactive'. The patient states this code comes up as often as every 6 minutes. Patient support (ps) reviewed the meaning of the code and patient was able to charge during the call without issues. Ten minutes into the call they lost the connection and had to reposition the recharger. Ps reviewed to reposition the recharger and try charging again if the 1707 code comes up. The troubleshooting steps that were taken on the call resolved the issue. 2021-mar-05 additional information was received from the patient via a manufacturer¿s representative (rep): the patient can't recharge beyond 30%, recharger disconnects after 5 minutes. Reset didn't help, rep reports 1707 error. Rep said patient is not even using the recharge app in general. The issue was not resolved through troubleshooting. The recharging equipment was replaced. On march 10th the rep provided additional detail: the implant will charge, but was losing it¿s connection with the recharger. If patient moves, it disconnects. It was not certain if this was due to the implant depth or not. The device was located on the right side. The physician was notified of the issue, no x-rays were taken and no intervention was planned at this time. Patient will go back for a re-check in a few months. No symptoms were reported.